Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Ppf and medical record received. Litigation alleged asr implants, but additional information indicates the patient was implanted with pinnacle metal on metal. The articulating surfaces have been reported for the metallosis, metal wear, and dislocation. The femoral stem has been reported for the elevated metal ions along with the articulating surfaces. The previously reported taper sleeve is being downgraded as the patient didn't have asr implanted. There are no alleged product deficiencies with the pinnacle cup.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr litigation received. Litigation alleges injury, pain, trouble walking, sitting and standing for long periods of time, excessive levels of metal ions and emotional distress. Doi: (B)(6) 2009 - dor: (B)(6) 2015 (right hip). Patient is bilateral. See (B)(4) for the left hip.